Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that beginning (B)(6) 2017, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 27 mmol/l with associated symptoms of lethargy, polydipsia, elevated heart and respiratory rate and vomiting. The patient was reported to have diabetic ketoacidosis. The patient reportedly provided self-treatment of several infusion site changes and a 15-unit correction bolus of insulin; however, neither action resolved the hyperglycemia. As a result, the patient called emergency medical services and was taken by ambulance to the hospital for treatment on (B)(6) 2017 and was admitted. Emergency medical services had removed the patient from insulin pump therapy. The patient¿s blood glucose level during hospitalization and treatment was reported as 17-20 mmol/l. The patient received insulin infusion, potassium and fluids during hospitalization. The patient had been hospitalized for four days. A review of the insulin pump showed there were no safety alarms recorded. The patient was started on a loaner insulin pump while the subject pump was having troubleshooting performed. It was reported that the basal history in the subject pump matched the active basal program settings. On the loaner pump, the patient reported feeling better with resolution of the diabetic ketoacidosis, but continued with high blood glucose levels. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy allegedly associated with an inaccurate delivery pump issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/12/2017 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 1.60u ezcarb normal bolus on (B)(6) 2017. A review of the black box showed a ¿replace cartridge¿ alarm with deliveries being resumed. A temp basal program was running and a ¿replace cartridge alarm¿ was recorded on (B)(6) 2017. The total daily dose (tdd) added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions, errors, alarms or warnings during the investigation. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.